Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. The ilet delivered insulin as expected in response to cgm input and issued appropriate alarms during periods of high and low glucose. No errors or malfunctions were found. Based on available data and user submission, the event was attributed to extended use of an infusion site beyond the recommended wear time without replacement, which may have contributed to poor insulin absorption and subsequent hyperglycemia.

Event description:
On 13-may-2025, the user reported experiencing a severe hyperglycemic event with blood glucose (bg) of 406mg/dl. The user stated that they ran out of insulin on the morning of (B)(6) 2025 and replaced the insulin cartridge several hours later but did not change the infusion set at that time. Bg remained elevated despite the new cartridge, and the user drove themselves to the hospital later that day. They were hospitalized and treated with insulin and intravenous fluids. The user was discharged and has resumed using the ilet. They reported no long-term health effects.